Event description:
The complainant alleged that during a routine shift check the device displayed poor pad contact message on the screen while performing a 30 joule self-test. The customer indicated there was no patient involvement with this reported malfunction.